Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to cystic changes as well as implant loosening.

Manufacturer narrative:
The reported event could be confirmed based on available information and hcp assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon further assessment of provided information and CT scans hcp opined that - the assessment is limited due to lack of sufficient clinical information. In the mpr the sagittal and frontal plane are also displayed distorted. There may be some cysts tribally as mentioned in the clinical notes. Apart from that not much clinical information is provided. There seems to be no migration, loosening of the tibial component is possible, though. The underlying cause of the clinical problems does not seem implant related. However, failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, the assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient, assessement of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the failure. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to cystic changes as well as implant loosening.